Manufacturer narrative:
Batch review performed on 04 may 2020: lot 1906096: (B)(4) items manufactured and released on 31-jul-2019. Expiration date: 2024-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1.5 months after primary surgery, due to signs of an infection. The surgeon performed an I&d and revised the sphere insert flex right 11mm s3 with a sphere insert flex right 11mm s3. The surgery was completed successfully.